Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: biological debris were noted in the valve mechanism. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The siphonguard was irrigated, no occlusion noted. The valve was retested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The syphonguard was removed. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring pillar, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code 82-3072, with lot crjbdm, conformed to the specifications when released to stock on the 11th july 2014. Review of the history device records confirmed the valve product code 82-3832, with lot crbbc2, conformed to the specifications when released to stock on the 19th february 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring pillar, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.refer to MDR-117831 for information regarding an additional device associated with this event.

Event description:
The patient is female and 11 months. The surgeon implanted 823832 and 823072 during the v-p surgery on (B)(6) 2015. The initial pressure was 80 mm. The surgeon made further diagnosis on (B)(6) 2015. It was noted the skull of patient became bigger. Ip procedure showed value of brain protein was high. The surgeon removed the programmer and noted it was obstructed. The surgeon will do the revision surgery after the elimination of inflammation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.